Manufacturer narrative:
Analysis confirmed the customer's comment as the ventricular output connector was broken. It was also noted that the hanger was broken, the lower case battery drawer was stuck and both wires on the liquid crystal display were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functional. The right ventricle (rv) connection was broken and the cable would not stay in the port. The return status of the device is unknown. No patient complications have been reported as a result of this event.